Event description:
Report of explant of device system due to "shunt infection" received per annual device tracking report. Followup with hcp revealed patient also had a v/p stunt. The patient experienced the symptom of fever. The primary location of the infection was the lumbar region and from the v/p shunt site. A culture was obtained and the csf and old shunt hardware cultured positive for p. Acnes. The pump hardware showed no growth. The pt was treated with IV antibiotics and explant of the pump system and the shunt hardware. The infection has resolved. The patient had several risk factors including chronic infections. Decubitus ulcers, and debilitated status.